Event description:
It was reported to rhytec, inc. That a patient experienced delayed healing of the cheeks with a subsequent atrophic scarring and undulated surface mostly over her left cheek. The patient had a facelift two years earlier. This was full face treatment. The patient is now undergoing a series of 1319nm (scition thermascan) nd-yag laser treatments over the affected areas.

Manufacturer narrative:
The affected area is over an area of skin that would have been undermined as part of a face lift and then stretched. When a thinning epidermis is involved, the energy used should be reduced. The root cause of this event would be a thinned epidermis secondary to a face lift and user error in energy selection.